Event description:
On 10-oct-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected: on (B)(6) 2025 with 1,2 ml of ultra deep in the cheekbones, using the bolus technique with a 27g cannula (rc/2510070). On (B)(6) 2025 with 1,2 ml of rha 4 in the cheekbones, using the retrotracing technique with a 25g cannula (current complaint). On (B)(6) 2025 with botulinum toxin (unknown injection site) with a touch up 15 days later (on (B)(6) 2025). The day of the botulinum toxin touch up (on (B)(6) 2025), the patient experienced swelling and inflammation in both cheekbones but particularly on the left side. Considering the severity of the symptoms (according to pictures provided) the case was assessed as reportable. The local medical expert was contacted an recommended the delayed nodulation protocole: antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days) corticosteroids (deflazacort 0.5mg/kg weight/day for 5 days - 1mg/kg/day for 11 days - 0.5mg/kg weight/day for 5 days) gastric protector (omeprazole or pantoprazole) probiotics (20-30 billion cfu/day for 30 days) check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size) on (B)(6) 2025, we were informed that the symptoms were resolving. Despite several reminders, no further information could be retrieved. The complaint was considered closed.

Manufacturer narrative:
Delayed inflammatory reactions that may manifest as nodules, oedema and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. In this case, the botulinum toxin injection could be considered as the potential trigger of the reaction (injected the day of the reaction, area of injection unknown). With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products.

Manufacturer narrative:
This case seems to be linked to a delayed dermal filler inflammation. Delayed inflammatory reactions that may manifest as nodules, oedema and induration weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. At this stage, the botulinum toxin injection could be considered as the potential trigger of the reaction (injected the day of the reaction, area of injection unkown). With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Inflammation / delayed nodulation [dermal filler reaction] ([nodule], [skin oedema], [skin induration]). Case narrative: on 10-oct-2025, the spanish subsidiary notified teoxane geneva of an adverse event. A patient was injected: - on (B)(6) 2025 with 1,2 ml of ultra deep in the cheekbones, using the bolus technique with a 27g cannula (rc/2510070). - on (B)(6) 2025 with 1,2 ml of rha 4 in the cheekbones, using the retrotracing technique with a 25g cannula (current complaint) - on (B)(6) 2025 with botulinum toxin with a touch up 15 days later (on (B)(6) 2025). The same day of the botulinum toxin touch up (on (B)(6) 2025), the patient experienced swelling and inflammation in both cheekbones but particularly on the left side. Considering the severity of the symptoms (according to pictures provided) the case was assessed as reportable. The local medical expert was contacted an recommended: - antibiotics (moxifloxacin 500mg/12 hours + clarithromycin 400mg/12 hours for 21 days). - corticosteroids (deflazacort 0.5mg/kg weight/day for 5 days - 1mg/kg/day for 11 days - 0.5mg/kg weight/day for 5 days). - gastric protector (omeprazole or pantoprazole). - probiotics (20-30 billion cfu/day for 30 days). - check on the 5th day, hyaluronidase (previous allergy test), inject into nodules between 30-120 iu per nodule (depending on size). At the time of this report, no additional information was obtained but evolution of symptoms is being monitored. Case comments: ¿ alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema.journal of cosmetic dermatology, 20(5), pp.1483-1485. ¿ chiang, y.z., pierone, g. And al-niaimi, f. (2016) ¿dermal fillers: pathophysiology, prevention and treatment of complications¿, journal of the european academy of dermatology and venereology, 31(3), pp. 405¿413. ¿ chung, k., convery, c., ejikeme, I. And ghanem, a., 2019. A systematic review of the literature of delayed inflammatory reactions after hyaluronic acid filler injection to estimate the incidence of delayed type hypersensitivity reaction.aesthetic surgery journal, 40(5), pp.np286-np300. ¿ cormac convery, emma davies, gillian murray, lee walker, 2021 "delayed-onset nodules (dons) and considering their treatment following use of hyaluronic acid (ha) fillers". J clin aesthet dermatol. 14(7):e59¿e67. ¿ decates, t., kadouch, j., velthuis, p. And rustemeyer, t., 2021. Immediate nor delayed type hypersensitivity plays a role in late inflammatory reactions after hyaluronic acid filler injections.clinical, cosmetic and investigational dermatology, volume 14, pp.581-589. ¿ funt, d., 2022. Treatment of delayed-onset inflammatory reactions to hyaluronic acid filler: an algorithmic approach.plastic and reconstructive surgery - global open, 10(6), p.e4362. ¿ ibrahim, o., overman, j., arndt, k. And dover, j., 2018. Filler nodules: inflammatory or infectious? A review of biofilms and their implications on clinical practice.dermatologic surgery, 44(1), pp.53-60. ¿ kokoska, r., lima, a. And kingsley, m., 2022.review of delayed reactions to 15 hyaluronic acid fillers. ¿ lópez pérez, v., 2022. Covid-19 and dermal fillers: should we really be concerned?.actas dermo-sifiliográficas, 113(9), pp.t888-t894. ¿ marusza, w., olszanski, r., sierdzinski, j., ostrowski, t., szyller, k., mlynarczyk, g. And netsvyetayeva, I., 2019. Treatment of late bacterial infections resulting from soft-tissue filler injections.infection and drug resistance, volume 12, pp.469-480. ¿ marwa, k., & kondamudi, n. P, 2022. Type IV hypersensitivity reaction. Statpearls. Statpearls publishing. ¿ mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention.dermatologic surgery, 46(11), pp.1404-1409. ¿ modarressi, a., nizet, c. And lombardi, t., 2020. Granulomas and nongranulomatous nodules after filler injection: different complications require different treatments.journal of plastic, reconstructive & aesthetic surgery, 73(11), pp.2010-2015. ¿ moran, m., nieto-lopez, f. And rueda-carrasco, j., 2022. Lipoteichoic acid and molecular weight of hyaluronic acid could explain the late inflammatory response trigger by hyaluronic acid fillers.journal of cosmetic dermatology,. ¿ snozzi, p. And van loghem, j., 2018. Complication management following rejuvenation procedures with hyaluronic acid fillers¿an algorithm-based approach. Plastic and reconstructive surgery - global open, 6(12), p.e2061. ¿ trinh, l.n., mcguigan, k.c. And gupta, a. (2022) ¿delayed granulomas as a complication secondary to lip augmentation with dermal fillers: a systematic review¿, the surgery journal, 08(01). Turkmani, m., de boulle, k. And philipp-dormston, w., 2019. Delayed hypersensitivity reaction to hyaluronic acid dermal filler following influenza-like illness.clinical, cosmetic and investigational dermatology, volume 12, pp.277-283.